Manufacturer narrative:
In response to FDA report number: mw5088447. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and use error. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "radiation exposure reactions, allergic reactions to the skin, underwent radiation with expanders, seromas, infections with high fevers," and "severe contraction and pain." This record is for the left side. Device has been explanted.